Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 32 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain pump data for review. However; no response was received from the customer.